Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device replacement, there were some episodes of vf due to noise on ventricular lead. Lead was capped and replaced. Patient condition was good after event.